Event description:
The customer stated results are not reproducible on the architect c8000 digoxin assay. A pt sample generated digoxin results of 3.1, 2.0 and 1.0 (units of measure not provided). The sample was tested 10 times with results of 0.1. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.